Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had nozzle clogging. The device was inspected prior to use. The issue occurred while air and water was supplied during a gastroscopy procedure and the procedure was completed with the same device. There was a one-minute delay in the procedure as the patient's stomach did not expand. The device was returned to olympus for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer, the customer did not know what the foreign material may have been. There was no delay in the start of pre-cleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. The customer did not wipe / brush the air and water nozzle with clean lint-free clothes / brushes / or sponges, the customer flushed the air / water nozzle with the detergent solution, and there were no concerns about the reprocessing. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a white-clouded area, the air supply volume / water supply volume / water removal ability did not meet the standard value due to the clogging of the nozzle, the protector of the universal cord on the control section side had a scratch, and the connecting tube had a wrinkle. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.